Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that after 16 months of support, the pt was noted to have increased pump power and elevated lactate dehydrogenase (ldh) levels. The pt was reportedly transported to another center for further evaluation. No additional info was provided.

Manufacturer narrative:
The MFR is attempting to acquire additional info from the hospital regarding the event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.